Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using an omnipod 5 insulin pump at the time of the event. On (B)(6) 2026, at approximately dinnertime, the reporter administered insulin and trulicity to the patient. Approximately 30 minutes later, the cgm displayed a glucose reading of 45 mg/dl. In response to the low cgm reading, the reporter provided the patient with a glass of orange juice; however, the cgm reading did not increase. The reporter then gave the patient a cookie, after which the cgm reading reportedly increased slightly to 46 mg/dl. Following consumption of an additional glass of orange juice, the cgm reading reportedly returned to 45 mg/dl. Due to the persistently low cgm readings despite carbohydrate intake, the reporter transported the patient to the emergency department (ed) for evaluation. Upon arrival, ed staff performed a fingerstick blood glucose (fsbg) measurement, which reportedly resulted in a glucose value of 368 mg/dl, while the cgm continued to display 45 mg/dl. The reporter was unable to provide information regarding any symptoms experienced by the patient, treatments administered during the ed visit, or the duration of the hospitalization. The reporter stated that the patient was discharged from the ed on the same day. At the time of the report, the patient was reported to be doing well. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.